Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified the returned shell has lip damage as does the liner. The head has scuffing on the outside radius and there was some black debris inside of the taper. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: item # 15-105044/ m2a tpr hi carbon lnr/ lot # 111150; item # 11-163688/ 32mm m2a hi carbon hd std/ lot # 985970; item # 103533/ low profile screw / lot # 306820; item # 103530/ low profile screw / lot # 21. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -00937, 0001825034 -2021 -00939.

Event description:
It was reported that a patient underwent right hip revision surgery 16 years post implantation for unknown reasons. The head, shell, and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.